Event description:
A hospital in (B)(6) reported that the warmer upper head case of an iw934 cosycot infant warmer had "physical damage". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the description of events and past investigations of this type of event. Results: the customer had reported that "the infant warmer upper head cas has physical damage". Photographs of the damage were requested however these were not provided. Our investigation is therefore based on the information supplied by the customer and our knowledge of the product. Conclusion: without any further information and based on the description of the damage we can conclude that the most likely cause was some form of impact to the warmer head. The iw934 cosycot infant warmer is a mobile unit that can be moved from one location to another. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport as the warmer head can be swivelled by about 130 degrees from its centre position. The hospital was provided with a replacement upper head case and the hospital will repair the subject infant warmer themselves.